Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of no image displayed was due to a video connector not connected temporarily and the video communication could not be transmitted to the server.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was not confirmed. The device was visually inspected. It was burned in (assessed) tested for 8 hours but was unable to identify any problem with image or functionality. The rear cover packing is peeling off and rear cover labels are fading. The listed parts were replaced. The device is fully functional and returned to the user facility.

Event description:
The user facility reported that there was an issue with the device. There was poor image. The device was swapped with a working device at the beginning of the procedure. The procedure was completed with no delay. There was no patient injury or harm. No additional information was provided.